Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. The ins site hurts very bad starting a while back in 2016. It was reported that the implantable neurostimulator (ins) had not helped the patient and was not covering the correct spot. It was asked but not known when this issue started. It was reported that the ins had been adjusted in the past but it was still not working so they patient had stopped using the ins. The ins had not been charged and was now dead starting 3-4 months ago in 2017. The patient wanted it removed. No further complications were reported.